Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced both the cannula mount and scid board on the patient side cart (psc) and no errors or messages were seen after several power cycles. Fse completed electrical safety and system verification. The system was verified and ready for use. A review of the provided image was consistent with the fse finding fluid intrusion on both the cannula mount hal sensors and the scid board in the cannula arm.

Event description:
It was reported that prior to the start of a da vinci-assisted partial nephrectomy surgical procedure, the customer contacted a technical support engineer (tse) while setting up for the procedure and reported that they encountered a message indicating that a surgery was in progress. The customer had tried to power cycle the system with no change. The customer tried to connect and disconnect a cannula with no change. The customer was unsure how to proceed with the procedure. There was no reported injury.